Manufacturer narrative:
Uf/importer report number: the user facility submitted (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag had leaked. This event occurred during filling/preparation of the device. It was further reported that a small pin-sized hole was found in the middle of the container. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye and magnification was performed and noted a leak from a small pin sized hole around the middle of the container, in the front center area of the bag. Functional testing also noted a leak around the front center area of the bag. The reported condition was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.